Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 06/23/2021. Additional information: b3, d6a. The patient called back and provided additional information. His initial procedure was on 6.6.2007. He had a second procedure on 3.28.2013 where repair work was done with mesh a plug and a patch. And his last procedure was on 8.3.2017 where he had another mesh implanted. The following information was requested, but unavailable: if in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for a product quality investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Adverse events associated with patient's first event reported via mw # 2210968-2021-03093. Adverse events associated with patient's second event reported via mw # 2210968-2021-05782.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for a product quality investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached.

Event description:
It was reported that a patient underwent a hernia repair on an unknown date and the mesh was implanted. It was reported that the patient had the mesh removed from his body and it was a hernia mesh. It was also reported that there was an o-ring left on the left side of his body that is broken and damaged.